Event description:
It was reported that pump battery level jumped from 70% to 100% without any power source alerts, and user had noticed similar battery jumps in the past. There was no reported impact to the customer¿s blood glucose level. Issue was noted as currently resolved, and no further corrective actions were documented.